Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that low atrial lead impedance triggered a lead warning. The atrial lead had a higher unipolar impedance than bi-polar impedance. The caller asked about the lead insulation integrity. The lead is still in use. No patient complications were reported as a result of this event.